Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter break occurred. The target lesion was located in the aorta. A guidezilla¿ guide extension catheter was selected for use. During procedure after the physician withdrew the guidezilla¿, it was noticed that the device broke off completely in half at the junction of the hypotube collar and guide extension. The broken component got stuck inside an unspecified guide catheter and was removed as a system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation of the shaft at the collar with the polytetrafluoroethylene (ptfe) pulled out, damage to the tip of the device, and a kink in the hypotube that was located 26 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. The target lesion was located in the aorta. A guidezilla¿ guide extension catheter was selected for use. During procedure after the physician withdrew the guidezilla¿, it was noticed that the device broke off completely in half at the junction of the hypotube collar and guide extension. The broken component got stuck inside an unspecified guide catheter and was removed as a system. No patient complications were reported and the patient's status was stable.